Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 30.9cm from the hub and appears to have been kinked prior to separation. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present on the balloon folds and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03 jan 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.